Manufacturer narrative:
Device evaluation of battery charger/ (B)(4) has been completed. The reported problem (unable to recognize batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's charger was unable to recognize the batteries.